Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 37 reports, regarding 26,036 devices, for this device family and failure mode. During this same time frame 10,490,219 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as the application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.). In these high-current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. Conmed surefit dual dispersive electrodes have not been tested for use during high current procedures and are not recommended for non-standard electrosurgical applications. Always use the lowest power settings to achieve the desired surgical effect. Conductive parts of the pad and associated connectors should not contact any other conductive parts including earth, as this contact may increase the risk of harm to the patient or operator. Avoid skin-to-skin contact when positioning the patient, using dry gauze where necessary. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, 410-2000 surefit, dual dispersive electrode, contact quality monitor was being used during a gyn robotic case and "grounding pad issue¿. Per further assessment it was reported that the "patient was burned by grounding pad. The patient was severely burned and needed treatment from the plastic¿s team and needed to be transferred to another hospital for proper burn treatment." This incident was reported to the FDA as MDR-30 day reference no.(B)(4); however, when requested, a copy of the report was not provided and report did not show up on FDA website. Per further assessment it was reported that the pad was placed on the patient's leg. This report is being raised due to the reported injury of patient received a burn.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, 410-2000 surefit, dual dispersive electrode, contact quality monitor was being used during a gyn robotic case and "grounding pad issue¿. Per further assessment it was reported that the "patient was burned by grounding pad. The patient was severely burned and needed treatment from the plastic¿s team and needed to be transferred to another hospital for proper burn treatment." This incident was reported to the FDA as MDR-30 day reference no.1423395-2025-00185; however, when requested, a copy of the report was not provided and report did not show up on FDA website. Per further assessment it was reported that the pad was placed on the patient's leg. This report is being raised due to the reported injury of patient received a burn.